Event description:
Customer reported that a pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. Customer was informed by technical support to replace the pump and will receive a new pump with updated software. Technical support provided instructions for putting the pump into storage mode and returning it to tandem, which the customer acknowledged. A replacement pump was sent to the customer, and they were advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.